Event description:
Eighty percent dual chamber but programmed wir. V autocapture at max threshold. No clear evidence of malfunction. However, he did have syncope prior to death which may have resulted from loss of ventricular lead capture.